Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with the same device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details, the reported condition of the device overheating could not be duplicated. Due to a high/over current state during testing, which may cause the sensation that the handpiece is getting warm, the e-box was replaced along with other components.